Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in-clinic; it was noted that the patient received a patient notifier alert for non-sustained right ventricular oversensing due to post-paced t-wave oversensing noted on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the patient did not receive inappropriate defibrillation therapy as a result of the oversensing. Programming modifications were performed.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous submitted indicated that programming changes were made. Programming changes were discussed but no information received indicated that the changes were made.

Event description:
It was reported that the asymptomatic patient presented for follow-up in-clinic; it was noted that the patient received a patient notifier alert for non-sustained right ventricular oversensing due to post-paced t-wave oversensing noted on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the patient did not receive inappropriate defibrillation therapy as a result of the oversensing. Programming modifications were suggested. No intervention was performed.